Manufacturer narrative:
Concomitant therapies: post treatment: cooling with cool packs; "plasty of the upper lid". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of tumor like granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of tumor like granuloma as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported patient was injected to the marionettes and cheek with juvederm voluma with lidocaine, as well as concomitant injection to the lid area with juvederm volift with lidocaine. After injection the site was cooled with cool packs. Approximately 2.5 months later patient developed "formation of something tumor like in sense of granuloma" to the marionette folds and corners of the mouth on the left side more than the right side. No biopsy noted to confirm the reported symptoms. Symptoms "couldn't be resolved properly" with 3 injections of hylase dessau so the patient was prescribed oral corticoids and "antibiosis" with clindamycin. Symptoms resolved. At the time of injection "plasty of the upper lid" was noted.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the marionettes and cheek with juvéderm® voluma¿ with lidocaine, as well as concomitant injection to the lid area with juvéderm® volift¿ with lidocaine. After injection the site was cooled with cool packs. Approximately 2.5 months later patient developed "formation of something tumor like in sense of granuloma" to the marionette folds and corners of the mouth on the left side more than the right side. No biopsy noted to confirm the reported symptoms. Symptoms "couldn't be resolved properly" with 3 injections of hylase dessau so the patient was prescribed oral corticoids and "antibiosis" with clindamycin. Symptoms resolved. At the time of injection "plasty of the upper lid" was noted.